Manufacturer narrative:
(B)(4). Patient's age not provided/unknown; patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that after the patient presented with a loose screw, it was discovered that the abutment screw (iunihg) fractured. The screw was removed from the implant and the implant is intact. Tooth location 30.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.